Event description:
Had silicone breast implants. It took about a year before I noticed symptoms. Including lots of inflammation, weight gain, stuttering, brain fog, anxiety, rashes, dry eyes and skin, and insomnia. The longer they were in the worse they got and more symptoms appeared. I had them removed and I have no issues at all now. FDA safety report ID# (B)(4).